Event description:
The filter was placed on (B)(6) 2010. The physician was notified on (B)(6) 2010 that during a routine CT, it was evident the filter had migrated in the ivc just inferior to the right atrium and had tilted medially. The patient is asymptomatic.

Manufacturer narrative:
The device is not available for evaluation; the filter was removed, however, has not been returned to the u.s. Importer or manufacturer for evaluation. The involved batch number is unknown. No thorough investigation is possible. A review of the procedure films was performed by a manufacturer representative. Results of this film review showed the deployment of the filter was perfect. The film review does not suggest an event related to the implantation was the cause of the subsequent filter movement. The distortion of the filter in this case suggests an active force for displacement likely occurred. Information regarding post-implant events is not available.